Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be intermittently charged. Additionally, was reported that the pump intermittently shut off unexpectedly. Customer declined troubleshooting with tandem technical support. The customer continued to use the pump for insulin therapy. There was no impact to customer¿s blood glucose.